Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to lfl.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint for detached teflon pad. The teflon pad was completely missing, exposing metal underneath the pad. Char marks were found on the jaw at the teflon pad site. There was no breakage in the probe.

Manufacturer narrative:
The device was returned to olympus, but the evaluation has not yet been performed, and the customer complaint has not yet been confirmed. Based on similar reports, a potential cause for mechanical damage to the teflon pad and probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a laparoscopic appendectomy procedure, the teflon pad detached and fell into the patient. The detached teflon pad was retrieved with graspers. There was no reported patient injury. The procedure was completed with another similar device.